Event description:
The facility's medical equipment management reported an infusion pump with a 550 failure code that was found during biomed testing. The medical equipment management stated that there have been no reports of any pt incident involving this pump since the last baxter service event.